Event description:
It was reported that pump experienced malfunction alarm with code malf 1 that could be reset but recurred after reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts assisted with pump reset attempt and then arranged shipment of new replacement pump.